Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional from a clinical study reported being unable to recharge the neurostimulator. The patient was no longer able to charge the neurostimulator which was reported on (B)(6) 2015. No actions were taken and the outcome was unresolved at time of study exit/death/study closure. The event was not related to the implant procedure and was related to the device or therapy. Etiology was the neurostimulator. The patient's indication for use is non-malignant pain.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the patient reported that they were no longer able to charge the implantable neurostimulator (ins) secondary to suspected device malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.